Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels, nausea and some chest pain. Patient was borderline diabetic ketoacidosis (dka) but was not diagnosed with dka. Since the patient works in a hospital, the patient reached out to the endocrinologist department who advised patient to bolus about 6 units. The patient tested bg levels later (no time provided) and the pdm read "high" meaning exceeded 500 mg/dl even after the administration of insulin. Patient then went to the emergency department of the hospital where patient received treatment for the high bgs (insulin and fluids via intravenous). On (B)(6) the patient changed the pod - when the pdm reminded patient to test bg (hour and a half later) bg was 159 mg/dl. Before bed, patient tested again and bg read 187 mg/dl and the patient bolused 6.5 units (11:45 pm). On (B)(6) patient woke up in the 200s mg/dl, but patient was thinking that the higher bg was just a result of maybe a dawn phenomenon. Patient ate breakfast (no information about carb amount) and while patient was at work, patient wasn't feeling well, was nauseous and chest hurt a little. Tested bg and states that numbers were running around the 480s mg/dl. Patient no longer has the pod and so device is not available for return. The endocrinologist md made some changes about 3 weeks ago, but says everything was fine and everything went back to normal after activation of new pod.